Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on all lead contacts. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.